Event description:
The facility representative reported a infusor pump with a condition of "false occlusion alarm, set limits were set too low". This condition occurred during patient use and resulted in an interruption of delivery. The area where this event occurred is anesthesia. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: no inconsistencies detected or in the x-ray the valve will be sent to research and development for functional testing. Research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to "level iii regurgitation", which could not be reproduced by the edwards standardized in vitro tests. The in vitro testing demonstrates acceptable valve function with a total regurgitant fraction of less than half of the maximum allowed for this size. Independent evaluation of the in vivo tee recording indicates that the regurgitation was no more than mild, with trivial paraprosthetic jets and a trivial central jet that is normal and anticipated for this valve in the immediate post-implant setting. However, there is some evidence of potential interference of the leaflets which, if it had occurred during implant, may have influenced the function of the valve. No further information on this potential difference between the in vivo and in vitro behavior of the valve is available at this time."

Manufacturer narrative:
On (B) (6) 2010, the patient expired due to acute heart failure. See MDR# 2015691-2010-13651 for additional information regarding this event. On 06/08/2010 it was learned by the sales rep that level iii regurgitation was observed on tee right before the extracorporeal circulation was turned off. Systolic pressure was approximately 70mmhg. Direction of the regurgitation was diagonal. Movement of leaflets did not seem to be even. At implant, surgeon did not feel like the mitral annulus area was not narrow. At initial valve placement, it felt like the stent post touched the mitral annulus, so the surgeon redid the mvr. On the left ventricle side, there was nothing to interfere with the leaflets and stent posts within sight. After explant, the device was visually confirmed that there was no change observed. Surgeon commented that it is unknown whether the device itself affected the patient's prognosis. Device will be returned for evaluation. On 06/17/2010, tee impressions by an independent consultant were provided as follows: "the bioprosthesis appears normal, especially in the setting of partial support by extracorporeal circulation (that would serve to diminish native cardiac inflow and output, in turn resulting in less than maximal excursion of either native valve leaflets or bioprosthesis valve cusps. Mitral regurgitation is no more than mild. Trivial jets of paraprosthetic regurgitation are anticipated and normal in the immediate post-implantation setting. The small central valve jet also is normal for this pericardial bioprosthesis. Of note, the color-flow doppler (B) (6) limit should be = 0.5 m/s during the interrogation of mitral regurgitation. An inappropriately low (B) (6) limit (0.25 m/s in the present case) allows encoding with color slow-moving atrial blood that is entrained into motion by even a small amount of mitral regurgitation, and inappropriately increases the observed size of the color-flow jet." This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The DHR review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device has not been returned.

Event description:
Reportedly, the device was implanted on (B) (6) 2010 to correct mr and then explanted due to level iii regurgitation observed on tee before extracorporeal circulation was turned off. Another device (size and s/n unknown) was implanted as a replacement. Avr and tap were also conducted within the same operation. Tee and additional information was requested. It was learned that the patient expired on (B) (6) 2010.